Manufacturer narrative:
Device return anticipated. Follow up report with invesitgation results will be submitted.

Event description:
During a right upper arm av angioplasty procedure, a pta balloon burst during inflation. The patient was being treated for central and basilic vein stenosis of an av fistula. The balloon burst at approximately 18atm, which was the burst rate for the device. The balloon had been inflated two (2) previous times prior to the burst at 18 atm. A 2mm portion of the balloon (including distal marker) detached in vivo and migrated to the patient's right atrium of the heart. Attempts to retrieve the foreign body via vascular snare device were unsuccessful. The patient was transferred to another healthcare facility for an additional retrieval attempt. The issue may result in surgical removal of the foreign body if all endovascular attempts fail. The foreign body had not migrated any further at the moment and the patient remained in stable condition.

Manufacturer narrative:
Correction: b5 updated. H3: hardware analysis confirmed the reported issue. The balloon had a longitudinal tear that traveled into the proximal balloon cone. The returned balloon also had an approximate portion of 20-25mm missing, including the already known distal tip to include the marker band (2mm) section that remained in the patient. The missing distal portion of the balloon had a section of inner tube that tapered. The outer diameter was reduced from the proximal balloon bond to the distal end of the inner tube. This narrowing was consistent with the application of a tensile force being applied, likely during withdrawal. The specification of the outer diameter is 1.24mm ±0.02mm. Three measurements taken indicated the outer diameter decreased to approximately 0.93mm at the missing section (1.01mm, 0.98mm, and 0.93mm).

Event description:
During a right upper arm av angioplasty procedure, a pta balloon burst during inflation. The patient was being treated for central and basilic vein stenosis of an av fistula. The balloon burst at approximately 18atm, which was the burst rate for the device. The balloon had been inflated two (2) previous times prior to the burst at 18 atm. A 2mm portion of the balloon (including distal marker) detached in vivo and migrated to the patient's right atrium of the heart. Attempts to retrieve the foreign body via vascular snare device were unsuccessful. The patient was transferred to another healthcare facility for an additional retrieval attempt. The issue may result in surgical removal of the foreign body if all endovascular attempts fail. The foreign body had not migrated any further at the moment and the patient remained in stable condition. Additional information received indicated the patient required open heart surgery to remove the foreign body. However, the physician was unable to locate the broken piece. The patient was stable post operatively. The balloon was prepared per requirements in the instructions for use. There was no calcification present in the vessel during the procedure. The balloon burst during the third inflation attempt. The missing portion of the catheter that was received (in access of approximately 20mm was pulled off the post procedure when the physician inspected the balloon and catheter.